Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with multiple continu-flo sets. This event was observed after spiking the solution bag. The reporter stated that the sets would have intermittent flow. There was no patient involvement. No additional information is available.